Manufacturer narrative:
Baxter is monitoring issues like this. Should significant info become available, a follow up report will be submitted.

Event description:
The tina machine was checked by the technical service representative. The instrument shows a fail in bypass. It is turned off and turned on again but the machine still shows the fail. The pt is disconnected by manual procedure. The pt complained of pain in his chest, drown, headache, and he had a raise in his arterial pressure, he remains in observation and improves in a spontaneous way. The facility compares this incident to another time when the fails showed by the tina machine using the same manual protocol and there was no pt symptoms using another dialyzer different to the exeltra 150. The person in charged of the hospital declares today (2007) that the pts are still in treatment and no symptoms have been showed again. The reporter at the facility only relates the incident with the exeltra 150 dialyzer. The dialyzer was discarded by the customer.